Event description:
Pt reported that the meter/hcp meter comparison results were 116 mg/dl (ss) versus 150 mg/dl (hcp), respectively. Tests were done with different finger sticks. No symptoms were reported. On follow-up, pt confirmed above info. Control test reading (116) was in range (99-148). Pt states that they have had the meter less than one week and are just learning how to use the products. Lfs rep reviewed procedures with pt. There was no allegation of harm.